Manufacturer narrative:
Laboratory analysis did not confirm the reported observation. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the communicator was performed. The communicator failed to do an interrogation. The wand was opened up and the telemetry board was taken apart. Visual observation noted that a transistor, which allows the wand to communicate with the patient's cardiac resynchronization therapy defibrillator (crt-d) was mis-positioned from its solder pads due to heat buildup that caused the solder connections to reflow. There were no burn marks observed on the wand telemetry board. Subsequently, several additional components were observed to be out of specification in a manner that indicated excessive heat buildup occurred. The component failures were noted to be consistent with damage related to electrical overstress and are likely a result of an environmental condition as opposed to an internal failure.

Event description:
Boston scientific received information that this communicator would not power on while the patient was traveling with it. A new power supply was shipped to the patient and did not resolve the issue. The communicator has been returned for analysis. No adverse patient effects reported.